Event description:
During a clinic follow-up, a high capture threshold and a low pacing impedance were observed on the right atrial (ra) lead. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.